Event description:
Reporter alleged the blood glucose monitoring device is testing out of range with the control solution; however is unable to tell due to being unable to read the control container. Reporter stated the control container readings have been rubbed off and has been getting high glucose results for the past two days. Reporter alleged going to the doctor due to high glucose results and the glucose device result was 127 mg/dl while the lab value was 82 mg/dl. Reporter stated the tests were performed at the same time and she was in a fasting state when the sample was taken. Reporter stated not being treated based on the glucose readings. Reporter indicated doctor changed her diet. Reporter stated controls were used. A request was made for the return of the suspect device and replacement product was sent.